Event description:
It was reported that catheter twist and sheath detachment occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. The device was connected to the motor drive unit and after being flushed again, imaging began. After a few seconds, when the wire was crossed into the guide catheter, there was a high-pitched sound and it was noted that the device was twisted. When the device was outside the patient, the catheter separated at the proximal sheath. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter twisting and sheath detachment occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. The device was connected to the motor drive unit and after being flushed again, imaging began. After a few seconds, when the wire was crossed into the guide catheter, there was a high-pitched sound and it was noted that the device was twisted. When the device was outside the patient, the catheter separated at the proximal sheath. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked, and the imaging core was twisted. Microscopic inspection revealed the imaging window was detached.